Event description:
It was reported by the caller that the insulin gauge displayed an amount different than expected, with a discrepancy greater than 30 units between displayed and expected values. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by loading a new cartridge.